Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while putting away items it was noticed that the end of the reamer shaft that accepts the reamer heads was misshaped; one of the prongs is bent outward. This reamer shaft needs to be replaced. The event occurs during sterile processing/field inspection. There was no patient involvement. This report is for a flexible shaft. This is report 1 of 1 for (B)(4).